Event description:
It was reported that the crack was found on the catheter when the bladder was flushed and water leaked.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted a 0.045" hole found over the drainage lumen located 0.0430" from the trifurcation. This was out of specification per inspection procedure which states, "shaft shall be free of kinks, cuts, tears and irregular surfaces." A potential root cause for this failure could be inappropriate material handling (silicone catheters). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the crack was found on the foley catheter when the bladder was flushed and water leaked.